Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.

Event description:
It was reported that the eagle inflation device burst when the patient was in surgery with an x-force balloon.

Event description:
It was reported that the insufflator of the eagle inflation device burst when the patient was in surgery with an x-force balloon. Per additional information via email from ibc on 30oct2021, it was confirmed the eagle injector balloon was broken during filling and also confirmed no patient injury was reported,

Manufacturer narrative:
The reported event is inconclusive due to poor sample condition. The physical sample was not returned, however, a photo sample was submitted. An evaluation of the photo sample was completed by (B)(6) of atrion medical on (B)(6) 2021 however was unable to evaluate the reported defect without the physical sample. The device was used for treatment, however, it is unknown if it had met relevant specifications or contributed to the reported event. A potential root cause for this event could be, "inadequate design". The device history record was reviewed and found nothing that could have caused or contributed to the reported event. The instructions for use were found adequate and state the following: "always follow the manufacturer¿s directions accompanying the balloon dilation catheter for instructions for use, maximum balloon inflation pressure, precautions, and warnings for that device." "Before use, inspect the device to verify that no damage has occurred during shipping and handling."